Event description:
A physician reported that achieving a flat dock with the system for the patient's eye was difficult during surgery. The surgeon chose not to redock and proceeded. After partially manually creating a capsulorhexis inside the tag, the system was utilized for phacoemulsification. Despite attempts to cut and remove the lens, the surgeon was unsuccessful. Consequently, an extended incision was made, and the lens was removed, leaving the patient aphakic in the affected eye.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).